Manufacturer narrative:
Event reported by physician from (B)(6) - report was that event occured in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported there was a patient experienced a granuloma some time post a procedure with a venaseal device.

Manufacturer narrative:
Date of event - year only valid. Additional information: it has been confirmed the granuloma was excised. Following this, proximal great saphenous vein (gsv) ligation and resection was performed. It is reported that new spontaneous perforations of the skin appeared. 6 months post procedure, a saphenectomy was performed. Six photographic images were received. Photographic image 1: is of a sonographic image cross-section view of a vein. In the image three measurements of a mass in the vein are being taken, a measurement of the vessel diameter, distance between the vessel wall and mass, and mass diameter. The sonographic image was taken (B)(6) 2017. Photographic image 2: is of a slide image that includes two photographic images. The slide is titled granuloma excision. The left slide image is of the patient¿s inner thigh. The right slide image is of two excised treated vein segments. Photographic image 3: is of a slide image that includes two photographic images titled 6 weeks later ¿ proximal gsv ligation and resection. The left image is of the vein being clamped by forceps. In the right image the image is being excised from the opening in the patient¿s leg. Photographic image 4: is of imuno histochemical visualisation slide. Photographic image 5: is of the patient¿s left inner thigh with two areas of swelling: one near the groin and the second area near or just below the knee. Photographic image 6: is titled saphenectomy 6 month after glue procedure. The image shows the vein excised from the patient. A powerpoint presentation slide deck was received. The powerpoint presentation of a 53-slide deck by (B)(4). Slides 38-43 are identical to the photographic images received. If information is provided in the future, a supplemental report will be issued.